Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The initial failure description as that the rotaflow intermittently displays the error message "head error". The rotaflow pump system consists of the rotaflow console and the rotaflow drive. The rotaflow console is used for control and flow display. The rotaflow drive is the drive for the single use product. The drive is connected to the console via a cable. The reported "head error" can indicate errors in the console and / or the drive. A getinge service technician sent the rotaflow console (material#(B)(4), serial# (B)(6)) and the rotaflow drive (material#(B)(4), serial#(B)(6)) for repair to the getinge service in rastatt. The rotaflow device (rotaflow console and rotaflow drive) have been received on (B)(6) 2021. The reported "head error" could be confirmed at the getinge service department. In addition it was found that the single led 12v (material# (B)(4)) on the rotaflow console is defect and the battery pack (material#(B)(4)) needs to be replaced as part of the 2 year maintenance. The rotaflow console was repaired at the getinge service department. The single led 12v (material# (B)(4)) and the battery pack (material#(B)(4)) have been replaced. The device is working as intended. The rotaflow drive was sent to the supplier emtec for further investigation and repair. On (B)(6) 2021 emtec was able to reproduce the reported "head error". The rotaflow drive circuit board has been replaced. The device is working as intended. The most probable root cause for the "head error" could be determined as a "hot plug" by the supplier emtec. When the device is in operation and the power plug is plugged in or out the error message "head error" occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. After functional test at getinge service department on (B)(6) 2021 the device was sent back to the user. Based on these investigation results the reported failure could be confirmed. Rotaflow drive: a device history review (DHR) for the rotaflow drive was performed on (B)(6) 2021 and the DHR does not show any abnormality or issue that is related or could have led to the customer complaint. Rotaflow console: the review of the non-conformities for the rotaflow console has been performed on (B)(6) 2021 for the period of (B)(6) 2008 to (B)(6) 2021. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. The product in question was produced in (B)(6) 2008. In order to avoid reoccurrence of the reported failure, the user will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.2 / en / v13. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Futher information has been requested but no yet received.

Event description:
It was reported that a rotaflow sporadically displayed the error message ¿head error¿. Complaint ID: (B)(6).